Event description:
A paramedic reported to baxter (B)(4) pharmacovigilance regarding a clearlink system continu-flo sets in which the tubing itself broke very easily. No other products stored in the same area of the ambulance appear to be damaged. The paramedic did not use any of the tubing. The process step is prior to use on patient. No additional information is available.

Manufacturer narrative:
(B)(4). The actual samples were received and evaluated. During visual inspection under binocular microscope, the tubing was found to have ruptured. This occurred on the sortimat subassembly segment. Additionally, there were numerous small cracks observed close to the rupture point. However, the assignable root cause was not determined. Manufacturing documents were also reviewed and all release criteria were within specification. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.